Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had been failing intermittently for one week and did not recover after that. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) reseated the drawer rowboard. The drawer was tested in hardware test application, and the customer confirmed it was functioning properly afterward. The system functioned as intended after the field service engineer (fse) resolved the issue.